Event description:
It was reported that the programmer power suddenly failed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event. Inspection of the link electronic module (lem) and main processing unit (mpu) circuit boards revealed no anomalies. The hard drive was reconfigured and software was reloaded to address logged software errors. (B)(4).

Event description:
It was reported that the programmer power suddenly failed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.